Event description:
Healthcare professional reported bilateral "implant extruded for both left and right devices." Device has been explanted, discarded, and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: extrusion.

Event description:
Healthcare professional reported right side "incision opened, implant extruded". The device has been explanted.